Event description:
The customer reported to baxter canada that a cl continu-flo soln set, 2 lavs, l/l had a significant amount of air in the line below the pump. The condition occurred during infusion. A patient was involved, but there was no patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional relevant information or samples become available, a follow-up report will be submitted.